Manufacturer narrative:
The device history record review confirmed that there was no abnormality in manufacturing, concession, and variation. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the product in question was a product prior to the change in the design of the operation amplifier circuit of the patient board (dr board), it is assumed that only the 180 scope had not produced an endoscopic image due to the failure of the operation amplifier.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. The inspection found that the device required a software update. A faulty patient board set caused the printer circuit board fault resulting in no image on the clv-190.

Event description:
The service center was informed that during preparation for use, the clv-190 did not display an image. There was no damage or abnormalities noticed during inspection. The automatic brightness on the device was not working. It is unknown if the narrow band imaging (nbi) observation mode was functioning. There was nothing blocking of the objective lens on the scope. The lightsource was functioning but the image was not appearing. There were no error or warning messages displayed. The scheduled diagnostic gi procedure was completed with similar device. There was no patient involvement.